Event description:
Red alert that indicates shock impedance was below 20 ohm was confirmed via remote monitoring. Vf was confirmed and shock delivered one time (40j) out of 4 times. Shock was not delivered first 3 times because shock impedance was less than 20 ohm. Lead remains implanted. Should additional information be received, this file will be updated.

Manufacturer narrative:
Combination product: yes.

Event description:
Red alert that indicates shock impedance was below 20 ohm was confirmed via remote monitoring. Vf was confirmed and shock delivered one time (40j) out of 4 times. Shock was not delivered first 3 times because shock impedance was less than 20 ohm. Lead remains implanted. Should additional information be received, this file will be updated.

Manufacturer narrative:
Combination product: yes. The lead under complaint was not returned for analysis. This report is therefore only based on the analysis of the ICD itself as well as the inspection of the quality documents associated with the manufacture of the lead and the ICD. The manufacturing process for the devices was re-investigated, revealing that all production steps were performed accordingly. There was no sign of any inconsistency during the manufacturing process. Particularly the final acceptance test proved the devices functions to be as specified. Upon receipt, the ICD was interrogated, revealing the mos2 battery status. The device was implanted for 84 months, and 31 charging cycles were recorded in the device¿s memory. The memory content of the device was inspected. A number of three aborted shocks was documented. These were aborted by the ICD itself, as expected, due to the detection of a short circuit which might have otherwise damaged the ICD. The impedance measurement functions of the device were tested and proved to be fully functional. The measured impedance values were normal and as expected. There was no indication of a device malfunction. In a next step, the ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed. A fibrillation signal was applied and the device delivered a defibrillation shock as specified, documenting a normal and expected sensing and shock delivery. In particular, the specified energy level was reached, and the charging time was as expected. In conclusion, the memory content as well as the therapeutic functionality of the ICD were inspected. The reported shocks were aborted by the ICD itself, as expected, due to the detection of a short circuit which might have otherwise damaged the ICD. The ICD proved to be fully functional throughout its inspection. Based on analysis, the integrity of the rv lead cannot be assured. There is no indication of a material or manufacturing problem of the lead or the ICD.